Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The log file captured several no external power alarms and multiple other associated alarm types on (B)(6) 2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events when connected to the mobile power unit (mpu) was confirmed via the submitted log files. The submitted log files revealed multiple atypical intermittent events consistent with disruption to external power to the mpu were captured on 20aug2025, 11:05:53 - 11:05:55, 11:06:17 - 11:06:20, 11:06:23 - 11:06:31, and 18:56:00 - 18:56:05. During the events at 1:06:23 - 11:06:31 and 18:56:00 - 18:56:05, the alarms progressed to a no external power alarm. The alarms cleared when external power was restored. The backup battery functioned as intended and supported the system during all of these observed interruptions to external power. The mpu (serial unknown) was not returned for testing. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate mobile power unit was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.